Event description:
Boston scientific received information that this pacemaker was going to be explanted due to early erosion. The health care provider reported that they would attempt to use the existing leads. No adverse patient effects were reported.

Manufacturer narrative:
The leads were reused with an upgraded device. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.